Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon ordered a customized femoral implant for a patient's knee arthroplasty as the patient is allergic to nickel, cobalt and chromium. During surgery, the custom device received appeared to be too small for implantation, and the surgeon used a standard line device containing cobalt and chromium to complete the procedure. It was further stated the patient will need to be revised in the future.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported information states that during planning for the case it was presented to the surgeon that femoral components size c and size d were the closest sizes to the patient¿s previous femoral component. The surgeon ordered a size c femoral component but during surgery identified that the size c was too small for this patient. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. No product issue was identified as this event was due to the femoral component size that was ordered during the case planning. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the surgeon ordered a customized femoral implant for a patient's knee arthroplasty as the patient is allergic to nickel, cobalt and chromium. During surgery, the custom device received appeared to be too small for implantation, and the surgeon used a standard line device containing cobalt and chromium to complete the procedure. It was further stated the patient was revised two months post op to a larger size.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.